Event description:
It was reported that prior to a CABG procedure, the metal pin on the base of the blade was protruding from six devices. Opened another same device. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the hc105 device a and e were rec'd with the pin protruding from the shaft; therefore, the blade could not be inserted through the adaptor. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached as to how the damage to the device occurred. The batch record was reviewed an no anomalies were noted during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the hc105 device b,c,d was received with the pin protruding from the shaft; therefore the blade could not be inserted through the adaptor. Add'l batch: c9cw5g. Add'l mfg date: 9/06. Add'l exp date: 10/11. The analysis results found that the hc105 device f was returned with the blade scratched and cracked. The analysis results found that the device was rec'd with the pin protruding from the shaft; therefore, the blade could not be inserted through the adaptor. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips, or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. Add'l batch: c9cw5g. Add'l mfg date: 9/06. Add'l exp date: 10/11.